Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review with low flow alarms noted. The event log captured intermittent low flow alarms on 02jun2025 to 10jun2025. The estimated flow fluctuated below the 2.5 liters per minute (lpm) threshold. The estimated flows averaged from 2 to 2.4 lpm and pulsatility index (pi) averaged from 1.9 to 3.9 during these events. It was also noted that the pi values were non-variable and routinely in the 2 range. This type of pattern had been associated with the potential for an obstruction in the ventricular assist device (vad) circuit. There were no other notable alarm conditions or parameter changes. A computed tomography angiography (cta) was done. Impression showed increased severe thrombus within the left ventricular assist device (lvad) outflow cannula with approximately 80% stenosis. There was also increased pulmonary edema and new pleural effusions consistent with decreased lvad function (low flows) in the setting of heart failure. The patient felt dizzy, and fatigue related to low flows. The outflow graft was stented which had resolved the low flows. Heart failure existed pre-lvad implant. There were no significant changes or causes from a device related issue that may have contributed to heart failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms. Although a specific cause for these events could not be conclusively determined, the account reported the alarms were due to thrombus within the outflow graft. The reported thrombus in the outflow graft could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 01jun2025 through 10jun2025. Intermittent low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured, and the device appeared to operate as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pump thrombosis, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.